Event description:
It has been reported to philips that tempus ls failed the defibrillator pacer test on fix mode and the defi pacer test on-demand mode during preventive maintenance. The device would not reach allow settings to go above 45 ma current. Defibrillator pacer module hardware failure. The device was not in use at the time of the event.

Event description:
It has been reported to philips that tempus ls failed the defibrillator pacer test on fix mode and the defi pacer test on-demand mode during preventive maintenance. The device would not reach allow settings to go above 45 ma current. Defibrillator pacer module hardware failure. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.